Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, migration, endoleak, aortic expansion, aortic rupture.

Manufacturer narrative:
Imaging evaluation:: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic reconstruction jpeg images available for evaluation. No name, date, time stamps, or demographics on either of the images provided for evaluation. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) The partial 3d reconstruction image appears to show a dissection in the distal thoracic aortic arch. The next 3d reconstruction image appears to show: a ctag ac is implanted in the distal thoracic aortic arch. The proximal end of the device is distal to the distal border of the lsa. There appears to be some outpouching of the aorta proximal to the implanted device. Cannot confirm rupture with available images.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an impending rupture of type b acute aortic dissection using gore® tag® conformable thoracic stent graft with active control system. Reportedly, any issue was observed on the intra and post-operative computed tomography angiography (cta) imaging. On (B)(6) 2025, it was observed that true lumen enlargement and a distal type I endoleak on the cta imaging. While monitoring the condition, the aorta ruptured. An emergent reintervention was performed, an additional stent graft was placed distally. The patient tolerated the procedure.